Event description:
Reportedly, pt expired approx after an implant duration of 0.5 months (in 2007, after an implant date of the month before), due to unk reasons. Unk if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.